Event description:
The patient was seen at the implant center for device evaluation in 2001. Testing conducted at the center confirmed that their device was no longer functioning. Revision surgery took place in 2001.